Manufacturer narrative:
(B)(4). Batch # p55c82. The analysis results showed that one psee60a device was returned with no visual non-conformances and loaded with an ecr45w reload. The reload was noted to be unfired. It should be noted that a 60 mm device is designed to work only with 60 mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection procedure, on an unknown firing with an unknown reload, the device locked out on tissue. All troubleshooting was tried that the or staff was aware of except the manual override, the details of which are unknown. Manual override was not tried. The device was cut off the tissue using an unspecified other device. It is unknown how the procedure was completed. There were no changes to the intra-operative or post-operative care of the patient reported and no adverse consequences for the patient.